Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent and was suspected to have peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent and suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The action taken with dianeal therapies was unknown. Treatment and outcome were not reported. No additional information is available.